Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead suffered from twiddler's syndrome resulting in a lead dislodgement. A revision procedure was performed successfully. No adverse patient effects were reported as result of this procedure.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a thorough evaluation of the lead was performed. A polyurethane cut was observed between 564, 565 and 567, 570 mm from the terminal pin as a result of the suture sleeve removal. Additionally, the conductor coils were deformed at 376, 537 and 598 mm from the terminal pin and the insulation was twisted in the body between 450, 505 mm from the terminal pin. Analysis confirmed the allegation of twiddler's syndrome as a result of the inspection. Electrically, the lead was found to be within specification. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.